Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the leak was at the catheter connector itself. The connector was loose. They replaced the distal portion of the catheter as well as the sutureless connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-aug-04. It was reported that after the revision was completed, a programming error occurred. The clinician programmer listed the catheter as a "new 2 piece" with a spinal segment of 98.4 cm and pump segment 27.9 cm for a total catheter length of 126.3cm. The volume per cm is listed as 0.0080 ml/cm instead of 0.0022 ml/cm with a total catheter volume of 1.01ml instead of the actual volume of 0.278 ml. The priming bolus volume on the session data report print-out was listed as 0.278 ml; only the catheter volume and volume per cm were listed with incorrect values and there was no adverse patient outcome as a result. No further patient symptoms were reported. The representative was to follow-up with the hcp to ensure that the catheter volume information was updated with the correct volume per cm. The provided pump logs confirmed that the correct volume was used when programming the priming bolus. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the surgeon and managing physician were aware of the situation, and arrangements were being made to have the correct values adjusted when the patient would come in for his next appointment in the next week or so.

Manufacturer narrative:
Other relevant components include: product ID: 8840, serial# (B)(4), product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
It was indicated on (B)(6) 2017 that the manufacturer representative was going to correct the volume/cm information on (B)(6) 2017 when seeing the patient at the healthcare professional's office. No further complications were reported or anticipated.

Manufacturer narrative:
Code (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained prialt [25 mcg/ml] at a dose of 2.0 mcg/day. It was reported a catheter event had been confirmed. The representative stated in (B)(6) 2017, the patient developed some swelling to the pump pocket area. The day of the report ((B)(6) 2017), the patient had a catheter revision and was found to have a leak at the pump connector site. The representative stated the catheter was revised. The representative stated the patient was getting some relief of pain, so they believed he was getting some of the drug. No further patient complications were reported.